Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition, decontaminated without its original packaging. Visual inspection showed no damage. Functional testing involved accuracy testing and the device successfully passed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that the IV bag was still 1/4th full when it should be almost empty. No adverse effects were reported.